Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in stoke on trent. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a defective motor control board and motor-end-stage board. The parts were replaced, dip switch configured correctly and the problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that during a procedure a warning associated to direction of rotation of a s5 double head pump was displayed. Reportedly, the pump was not linked to other pumps used on the same s5 system (not linked to the arterial pump, no stop link function activated) and there was no speed selected the control panel. The customer reported he could not clear this message until he went into settings and checked dor. Upon exiting, the alarm stopped. There was no report of patient injury.